Event description:
The following has been reported: nurse reported : cassette was leaking while nurse was priming the line with normal saline. Ns noticed on exam gloves from seams of cassette. Patient harm : no. Stopped infusion : no. Occurred during : before use / setup. 05/08/2025- nurse confirmed : one cassette leak. The nurse did not keep the tubing. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation.no defects were observed during visual inspection. The gold foil were as corresponded to the specific code set-0032-25. During the priming process liquid drops were coming out of the ivenix unit from the secondary port. The kit could not run the primary bolus prime due to the mentioned defect. A microscopic examination was performed and confirmed an over-insertion and small cracks along the secondary port portion of the cassette. Customer complaint is confirmed. The probable root cause is related to a leak caused by over insertion of the secondary port during manufacturing, which resulted in a crack. A replacement of non-adjustable torque wrenches was perform to mitigate this issue. The current process controls detection include, 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa25a07194 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.